Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was leaking from the reservoir. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional information received on 26-jun-2023 via email: the event happened during testing on (B)(6) 2023. No patient harm/injury.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. G1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, water tank window was cracked. Microswitch bent. Per functional testing, water leaked from the bottom of the water tank. The complaint was confirmed. The root cause was a worn gasket. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced reservoir gasket, water tank cover and microswitch. Perform preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.